Event description:
Follow-up revealed the patient's ipg was explanted and replaced.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been recharging their ipg more frequently than normal. Troubleshooting attempts have been unable to provide resolution. An abbott/sjm representative plans to meet with the patient for further troubleshooting. Regardless, the patient may undergo surgical intervention on a later date.